Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing uncomfortable and non-target stimulation. The patient was receiving an error message when trying to use a program or check impedances. Troubleshooting was done but error message was persistent despite ipg being fully charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.